Event description:
Dr inserted endopouch - bag deployed - upon removal bag separated and metal ring holding bag was broken exposing 2 metal prong like pieces of broken ring. Unknown injury. Pt stayed overnight for observation - no apparent problem - pt dc'd home.